Event description:
The dentist reported a fractured screw.

Manufacturer narrative:
The gold hexed screw was received along with the abutment and crown attached with it. The base of the screw was not received. The screw had fractured from the base. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.